Manufacturer narrative:
Final analysis confirmed the reported events. As received, a partial lead was returned in two pieces. Visual inspection found multiple external insulation abrasions noted at 5.8 - 6.5 cm and 6.7 ¿ 7.3 cm from the distal tip breaching the outer insulation and exposing the outer coil at the distal portion of the lead. The cause of the reported event was external insulation abrasion which is consistent with friction with another device or feature of the heart. All other observations found was sustained during procedure.

Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented for surgery due to lead malfunction. It was noted that there was noise on the atrial lead and the right ventricular lead had poor sensing. Both leads was completely removed and replaced. The problematic atrial and ventricular lead incurred fractures as a result of the explant procedure. The procedure was significantly more difficult or time consuming due to anatomic difficulties although there were no intraprocedural complications. The patient tolerated the procedure well.